Manufacturer narrative:
Section d1: corrected. Section d4: corrected catalog number and unique device identifier (UDI). Section d5: corrected. Section h6: corrected medical device problem code. Voluntary medwatch number (B)(4) was received on 26feb2024. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the patient arrived at the clinic on (B)(6) 2023 with noted driveline damage. Rescue tape was applied as a temporary fix. The patient returned to the clinic on (B)(6) 2023 for a clamshell repair. It was noted that the patient's percutaneous lead distal bend relief had separated at the metal connector. A clamshell repair was performed.

Manufacturer narrative:
Section a4: patient weight was requested but not provided. Manufacturer's investigation conclusion the reported separation of the distal end driveline bend relief from the metal connector was confirmed through the onsite evaluation by an abbott representative. A specific cause for the observed damage could not be conclusively determined. No alarms were reported in association with the event. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The heartmate ii lvas IFU, rev. C, and the heartmate ii patient handbook, rev. C, are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information on how to care for the driveline and address damage due to wear and fatigue of the driveline as well as the how to respond to such events. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's heartmate ii percutaneous lead distal bend relief separated at the metal connector. A clamshell repair was performed on (B)(6) 2023.